Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced issues with the sensors. The customer's blood glucose reading was unknown. The customer reported multiple calibration errors. The customer declined to troubleshoot. The sensor will not be returned for analysis.